Manufacturer narrative:
This report is submitted on june 7, 2018 by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the device was electively explanted on (B)(6) 2018. It was reported that the patient was not using the device for a period of five years.